Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400-500 mg/dl and high ketones were present. Cause of bg level was not known. Customer administered a bolus via the pump and drank water to address the issue and went to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.